Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.3 inr. Qc 2: 3.3 inr. Qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Reporter occupation ni equals lay user / family member.

Event description:
The initial reporter complained of questionable high inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:36 am the meter result was 4.0 inr. At 10:15 am the laboratory result was 3.1 inr. At 10:45 am the meter result was 4.1 inr. The customer believed that they used a different finger for each of the meter results. The customer's therapeutic range is 2.0 to 3.0 inr. The meter result was reported to the patient's doctor. The laboratory result was believed to be correct. The customer is currently taking a strong vitamin d supplement. The customer has been trying to eat more salads than normal.